Event description:
An optease filter patient called for medical information and additionally reported adverse events. On (B)(6) 2009, patient had an optease filter implanted for her pre-existing condition of factor v and her need for an unspecified knee surgery. Patient reported that her doctor would not operate on the knee without a filter due to her factor v. On u-u-u patient had an x-ray of the lower back and upper thigh and was told that she had what looked like a "filter of some kind" on her side up underneath her belly button. Patient reported that this bothered her since it has been 5-years since her filter was implanted.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information obtained from the patient indicated that an orthopedic surgeon told her she had something on her side (directly under her belly button on her left) based on an x-ray that she was having prior to knee surgery. They wanted her to do an MRI but were not sure and she called cordis to obtain the letter. She did go ahead to have it for sciatica. Her knee is bone on bone. She called the vascular doctor and the nurse told her she was fine. She is going through the process about her knees. She hasn¿t gone to see her vascular surgeon. When she initially had the filter put in the surgeon told her that within four months after her knee surgery she could have it removed but then he decided that she should keep it in permanently because by now its embedded. Additional information is pending.

Manufacturer narrative:
Additional information was received that follow up with the vascular surgeon and review of the MRI results indicate the filter is in the same location where it was implanted. This was also confirmed in a follow up call to medical affairs that the filter had not moved. Based on this information, there is no indication of a device malfunction and there are no events that meet the definition of a serious injury or regulatory reporting. No further information is available and no further reports will be forthcoming.